Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor watertightness of cable unit. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor watertightness of cable unit, the endoscopic image cannot be displayed. The most probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a no image. The issue was identified before the therapeutic ureteroscopy intervention. Before the procedure, a visual and functional inspection of the device was performed, and it was confirmed to be functioning properly. The planned intervention was successfully completed using a similar type of device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a no image. There were no reports of patient harm.